Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower back pain. The implantable pulse generator (ipg) was placed in the flank area with the leads targeting the cluneal nerve. After activating the system the patient noted issues with communication between the ipg and the external therapy discs, causing loss of therapy. Xray imaging found that the ipg had migrated within the pocket so that it was no longer in the correct orientation to the skin surface, causing the components to not be able to communicate. On (B)(6) 2025 a surgical procedure was performed to reposition the ipg so that it was in the correct orientation and therapy was restored.

Manufacturer narrative:
There are no reports of excessive activity or other external factors that may have caused or contributed to the ipg migration. Migration is a known inherent risk of implantable neuromodulation devices.